Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/28/2025, it was reported by a sales representative via email that an 82197-0721-16 synojoynt 1% sodium hyaluronate was used in a patient past its expiration date. The injection was on (B)(6) 2025, and the product expired on 3/14/2025. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to the facility not updating the inventory.